Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: translation of the letter contents of photo found within news article 1: county hospital cakovec, 046104615, date: 15/08/2022, i.g. Kovacica 1e, 40000 cakovec, ueha ¿ unified emergency hospital admission (0-24), ueha ¿ ophthalmology, consultant examination, protocol number: 2022 / 002163, date of examination: 15/08/2022, referral diagnosis: t26.5 - corrosion of eyelid and periocular area, diagnosis: t26.5 - corrosion of eyelid and periocular area, from medical history: the patient was at the pool and injured the upper arcade of his right eye. Dermabond adhesive was applied to the wound, but some of the adhesive squirted in his eye, after which the child was referred for an ophthalmological examination. Bm o.dex.: the wound above the arcade was closed with dermabond and dressing was applied; eyelids are glued together along the entire length; eyelids cannot open. Tobrex ointment was applied to the eyelids, and attempts were made to open the palpebral aperture under topical anesthesia; the child was unable to stay still, subcutaneous lidocaine was applied locally, and eyelashes were trimmed, but the child remained restless during further attempts to remove the adhesive, so further procedure was stopped. At the moment, the family does not want short-term local anesthesia. Apply tobrex ointment topically, follow-up tomorrow at 7:30 a.m. 2nd news article: response: cakovec hospital on the glue incident: "we are ready to bear the consequences even though we are sure that the child will be fine" we are extremely glad that there will be no consequences. We are aware of the trauma that the child went through and now we can only hope that he will recover from them quickly. We do not justify the doctor who, in order to prevent such incidents, was immediately warned about the obligation to conscientiously and responsibly perform work tasks. We are extremely sorry for the trauma the boy suffered, but we are glad to know, and we are sure, that there will be no further eye health problems due to this mistake. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, device property of none, device in possession of none the following information was requested, but unavailable: if further details are received at a later date a supplemental medwatch will be sent. After discussion with salesperson no additional information will be available from the hospital. ¿ what is the procedure date? ¿ what date did the adverse event occur on? ¿ please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction): ¿ do you have any pictures of the eye? ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. ¿ if medication was required, please clarify if it was prescribed by a physician and what was prescribed. ¿ if medication was prescribed, please clarify if it was prescription strength: ¿ what is the most current patient status? ¿ can you identify the lot number of the product that was used? No product is available for return. Citation/news articles: https://regionalni.com/djecak-ozlijedio-arkadu-a-majka-bijesna-na-doktoricu-istisnula-mu-ljepilo-u-oko-I-ostao-je-bez-trepavica/ https://regionalni.com/cakovecka-bolnica-o-incidentu-s-ljepilom-spremni-smo-snositi-posljedice-iako-smo-sigurni-da-ce-dijete-biti-dobro/. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Event: it was reported via a newspaper article, a pediatric patient underwent an wound closure on (B)(6) 2022 and topical skin adhesive was used. An adverse event occurred on pediatric patient. Healthcare professional accidentally squeezed part of the contents into the child's eye during the application of adhesive. During the actual procedure of applying adhesive glue, no physical barrier was formed so that the glue would not spill towards the eye, which led to the event. Some of the adhesive squirted in his eye, after which the child was referred for an ophthalmological examination. The wound above the arcade was closed with adhesive and dressing was applied; eyelids are glued together along the entire length; eyelids cannot open. Tobrex ointment was applied to the eyelids, and attempts were made to open the palpebral aperture under topical anaesthesia; the child was unable to stay still, subcutaneous lidocaine was applied locally, and eyelashes were trimmed, but the child remained restless during further attempts to remove the adhesive, so further procedure was stopped. The family does not want short-term local anesthesia. Apply tobrex ointment topically follow up (B)(6) 2022. Additional information has been requested.